Event description:
Rep reports that pt had proceed implanted laparoscopically. Pt was prescribed ancef and spectracef antibiotics for 48 hours post-surgery. Five days post-operatively pt developed total body itching and hives. Steroids were prescribed.